Manufacturer narrative:
Insulin pump had cracked battery tube threads, cracked belt clip slot, minor scratched display window, stained address or serial number label and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl. The customer also reported that the battery compartment was cracked. The insulin pump will be returned for the analysis.